Manufacturer narrative:
B4: (B)(6) 2021. It was reported to philips that the device had a pcba error. A good faith effort was made, and the philips field service engineer (fse) stated this error was reported in error. The device needed preventative maintenance (pm) only. A fse was dispatched to the customer site to provide additional assistance and completed the pm for this device. Preventative maintenance was completed for this device, and the system fully met the specification and was returned to use. There was no malfunction reported with this device.

Event description:
It was reported to philips that the device had a printed circuit board assembly error. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact.